Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was having difficulty calibrating their sensors. The customer did not report symptoms. The customer was treated for the low blood glucose with orange juice. Customer¿s blood glucose level was not reported at the time of the call. The customer was assisted with troubleshooting for the sensor calibration error. The customer declined troubleshooting for the low blood glucose. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. The information provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.